Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, the device was tested prior to use and no anomalies were noted. During the procedure, several stones were captured and crushed. An alliance handle device was used with the lithotripter basket to crush a 2cm stone. However, the lithotripter basket broke at the handle. Consequently, the basket was cut and the scope was removed from the patient. The scope was then reintroduced next to the broken basket and through a combination of laser lithotripsy and balloon sphincteroplasty, the remaining part of the basket was removed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the handle cannula was bent and broken. The outer sheath was cut from the handle heat shrink and it appears to have been cut by the user. Side car -rx pushback was present on the device. The basket and drivewire assembly was removed from the outer sheath and the drivewire was cut by the user. One of the basket wires separated from the basket tip and three wires remained attached to the basket tip. From the condition of the returned device, it appears the basket tip did not detach, which caused the handle cannula to break. The evaluation concluded that the basket tip failed to detach, and the handle broke most likely due to tortuous anatomy and increased force applied at the handle when attempting to crush the stone. Therefore, the most probable root cause is "operational context". A device history record (DHR) review of lot number 16391426 was performed and revealed no issues related to the reported complaint.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, the device was tested prior to use and no anomalies were noted. During the procedure, several stones were captured and crushed. An alliance handle device was used with the lithotripter basket to crush a 2cm stone. However, the lithotripter basket broke at the handle. Consequently, the basket was cut and the scope was removed from the patient. The scope was then reintroduced next to the broken basket and through a combination of laser lithotripsy and balloon sphincteroplasty, the remaining part of the basket was removed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.